Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the implantable neurostimulator (ins) overdischarged due to the patient putting off recharging because she lost weight. The ins shut off but the health care provider (hcp) was able to get it going and turn it back on again; the issue was resolved. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.